Manufacturer narrative:
Unit received with intermittent act and up arrow buttons due to flattened dome switches (no crease). No unlocked keypad connector. Unit received with minor scratched lcd window. (B)(4).

Event description:
A company representative reported via phone call that the insulin pump's up button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.